Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as fold flaw opening. Additional observations: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Patient reported "suspected rt rupture" healthcare professional later reported " right side ¿device rupture" this is for the right side device. The device was explanted.

Event description:
Patient reported "suspected rt rupture" healthcare professional later reported. Right side ¿device rupture" this is for the right side device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.